Event description:
During an extracapsular cataract extraction of the left eye with an intraocular lens implantation, a burn occurred to the left eye while using a phacoemulsifier handpiece, eventually causing a temporary astigmatism.